Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have an abnormal crease at fb2 on customers technology board flex cable. The tech board flex cable was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device will intermittently lose connection. No consequences or impact to patient were reported.